Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during an unspecified procedure involving a lesion in an unspecified location, the distal end of the choice pt guide wire detached and multiple attempts to retrieve it were unsuccessful. A dissection was reported which was attempted to be repaired with a stent, however, this was unsuccessful. The pt experienced an mi during the procedure. The pt had bypass surgery about a month before this procedure. The pt admitted 3 days before the procedure with chest pain. Patient was discharged 3 days post procedure.